Event description:
It was reported that during an acl reconstruction, the tip of the cutter broke and remains in the patient¿s soft tissue. According to the reporter, three cutters broke while the surgeon was trying to drill the tibial bone socket. The first cutter broke at the plastic junction (hub). The second cutter may have broken while operating in reverse. The third cutter broke at the tip inside the knee. An x-ray was performed revealing the broken pieces. An effort was made to try and retrieve the pieces, however; the broken piece¿s found their way into the patients soft tissue at the back of the knee. Patient weight was requested, but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices were received and an evaluation was conducted. The complaint was confirmed. Three units were returned; one unit was cut in half, the shaft was bent, distal tip severely damaged and the locking tube had deep radial abrasions. Second unit had a damaged proximal locking tube slot. The evaluation revealed that all three units had the crosspins sheared off. Device history record revealed nothing relevant to this event.based on the information provided and device evaluation, the most likely cause of this event is over-aggressive force being applied during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.